Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported air bubbles in the reservoir. Customer stated she constantly gets bubbles from air leaking around the o ring assembly when filling it. Customer stated that she notices that by day 2 her boluses are not as effective. Nothing further reported.